Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information during a nephrostomy catheter replacement, the surgeon encountered difficulties when inserting the guide. The guide became stuck. This resulted in a much longer delay in the procedure and bleeding from the patient. This also complicated its removal when the decision was made to use another guide. Upon removal, the guide was severely damaged. The previous incident complicated the insertion of the second guide, as urine had already been drained.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 10194747. We received one used guidewire without the dilator. After disinfection, we observed that the guidewire was damaged. The guidewire supplier's investigation concluded that no issue was recorded on the documentation relating to the production and evidence available from previous events shows that such issues are typically associated with unintentional use error and are not the result of a fault in design or construction. However, according to additional information received, this issue is possibly due to a component of the dilator. A previously opened and closed non-conformity could be related to the described defect. This defect was due to a manufacturing issue, and actions have been implemented in our manufacturing plant. A risk management file evaluation was performed based on the hazardous situation: dilator cannot glide over the guidewire (or with difficulty). The evaluation has concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.